Event description:
Medtronic received information that a doctor went to inflate a hyper balloon and it was punctured. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis #705370502: ¿ as found condition: the hyperglide occlusion balloon catheter was returned for analysis within a primary shipping box, within a secondary shipping box, and within a plastic bag. ¿ damage location details: the guidewire was found extending out from within the hyperglide catheter hub for ~88.5cm. The hyperglide catheter body was found stretched at ~4.5cm from the distal tip. The balloon appears to be in good condition. The guidewire was found stuck and could not be removed. ¿ testing/analysis: in order to test the balloon for inflation, the catheter body was cut, and a mandrel was inserted into the distal tip of the balloon. The balloon was inflated, and no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon rupture during set up¿ report could not be confirmed as no issues were encountered inflating the hyperglide balloon. Regarding the damage found with the hyperglide catheter body (stretching), damage can occur if either the catheter or guidewire is advanced or retrieved against resistance. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.